Event description:
Information was received that a smiths medical cadd-legacy pump failed accuracy -7.8%.no adverse patient effects were reported.

Manufacturer narrative:
Returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, three delivery accuracy tests were performed and each one was within published specifications of +/-6%. There was no fault found with the device. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.